Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure. Prior to this most recent information, this lv lead was noted to have exhibited out-of-range pace impedance while testing outside of the device pocket at implant. A new configuration had resolved this issue prior to pocket closure.